Event description:
The pt initially called in 2007 for assistance clearing an 02 (low motor battery) alarm on her infusion device. The pt was instructed to change the battery and her infusion device functioned properly. The pt then called back concerning the 02 alarm and stated she had tried changing the batteries twice. She went on to say that she was hospitalized for one week due to erratic blood glucose readings. She was released a week earlier. She stated that she was connected to her infusion device while in the hospital. The pt stated that three days prior to original date, she was admitted to the hospital again after having a seizure due to low blood glucose of 25 mg/dl. At the time of the report (original date), the pt had not been released from the hospital and she stated her current blood glucose measured "hi" on her blood glucose monitor due to being disconnected from her infusion device for several hours. She stated that her nurse would be giving her an insulin injection. She stated that she was connected to her infusion device during an MRI and then began to receive the 02 alarm. She stated that her physician has changed her basal rates and she continues to have low blood glucose in the morning. She stated that she is given a glucose IV to elevate her blood glucose. The pt stated that she does not believe her infusion device is delivering insulin correctly. Product was replaced and requested to be returned for evaluation.